Event description:
Same case as MFR report#: 3005099803-2009-01167, 01173. It was reported that during an unspecified procedure, three uromax ultra balloons leaked inside the pt. There were no pt complications and the procedure was completed with another of the same device. The pt was reported to be fine post procedure.